Event description:
It was reported that the patient was revised on left shoulder due to dislocation. Doctor removed head and glenoid. Stem was not removed.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown glenoid. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.